Event description:
It was reported that during a percutaneous transluminal angioplasty, stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the right coronary artery. Upon advancing a 12mm x 2.50mm ion drug eluting stent, one of the stent struts come loose and popped out after interaction with a previously implanted ostial stent. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted stent damage. The struts on the first two rows on the proximal end of the stent were raised up and pushed forward distally into the body of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the right coronary artery. Upon advancing a 12mm x 2.50mm ion¿ drug eluting stent, one of the stent struts come loose and popped out after interaction with a previously implanted ostial stent. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported the patient's status was fine.